Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found in the 'off' mode not 'monitor + therapy.' It's suspected that a magnetic badge, which the patient had worn over the ICD) interacted with the device. The ICD was programmed so future exposure with a magnetic fields will not alter the device mode. The patient has been instructed by the health care professionals to not wear the magnetic badge over the device.